Event description:
Customer reported erroneous low access vitamin b12 and access folate test results were obtained for one pt sample, and erroneous high access hypersensitive htsh (human thyroid stimulating hormone) for a second pt when using the access immunoassay system. The erroneous test results were not reported out of the lab. Repeat analysis was performed. The test results were within the normal range. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Samples are collected in 7ml serum tubes and centrifuged for five minutes at 3750. Vitamin b12, folate and tsh quality control (qc) had been within the customer's established ranges prior to the event. The customer performed qc once per day on the morning shift. A routine system check was performed on (B)(4) 2009, which passed within instrument specs. There were no error messages posted to the event log in connection with this event. The tsh calibration failed at 07:43 on (B)(4) 2009 , after qc had been performed that morning. On (B)(4) 2009, the field service engineer replaced the main pipettor tip and performed alignments, performed a 20 replicate level sense test, no issues were noted. Root cause was not determined. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for add'l reportable event.